Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima injector (n40-o multi) experienced leakage. The following information was provided by the initial reporter: clinician knew there was a leak because when the medication is exposed to air it crystalizes.

Event description:
It was reported that the bd phaseal¿ optima injector (n40-o multi) experienced leakage. The following information was provided by the initial reporter: clinician knew there was a leak because when the medication is exposed to air it crystalizes.

Manufacturer narrative:
H.6. Investigation summary: two photos were provided to our quality team for investigation. While the drug crystallization reported could be observed, there was no damage or defects identified on the injector luer. A device history review was performed for reported lot 2108304, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Five retained samples of the same lot were used for additional evaluation. All product was visually inspected, no damage was observed. Functional testing was performed, filling a syringe with water and connecting it to the injector. In all cases the product functioned as intended and no leaks were identified. Dimensional testing was also completed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to our product or manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.